Event description:
A user facility patient care technician (pct) alerted the registered nurse (rn) of blood noted in the blue hansen dialyzer lines. Upon follow-up, the rn confirmed an internal dialyzer blood leak occurred three hours after initiation of hemodialysis treatment. It was reported blood was visually observed from the dialyzer membranes as well as in the blue hansen dialyzer bloodlines. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as blood was visually noted in the dialyzer housing and hansen lines. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient requested to cancel their remaining treatment for the day and returned the following monday to complete another treatment without further issue. The estimated blood loss was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: health effect - clinical code plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 190°, with the ports at 0°, on the cavity ID end. Under magnification of 20x, the fiber fragment measured approximately 0.23mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample a production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility patient care technician (pct) alerted the registered nurse (rn) of blood noted in the blue hansen dialyzer lines. Upon follow-up, the rn confirmed an internal dialyzer blood leak occurred three hours after initiation of hemodialysis treatment. It was reported blood was visually observed from the dialyzer membranes as well as in the blue hansen dialyzer bloodlines. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as blood was visually noted in the dialyzer housing and hansen lines. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient requested to cancel their remaining treatment for the day and returned the following monday to complete another treatment without further issue. The estimated blood loss was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.